Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (summary): "whilst completing the devices annual maintenance, I was performing the electrical safety test and technical fault presented on the alarm bar. Panel connection lost." Health impact: no patient involved. None.

Manufacturer narrative:
Additional information: hamilton medical ag comes to the following conclusion: in this case, the technical alarm occurred once during an electrical safety test performed via service software during preventive maintenance on (B)(6) 2025, therefore with no patient involvement at all. During preventive maintenance, follow-up re-testing of the hamilton-c6 was performed by a hamilton engineer in the UK. The engineer was not able to reproduce the technical event 1246031, meaning the event could not be reconstructed. No hardware components were replaced, and all diagnostic checks passed. The most probable cause was a single te 1246031 alarm (hmialarmstateackerror) triggered during the test procedure. The device was returned to service without restriction. Correction: imdrf codes in section h6 were updated.